Manufacturer narrative:
Event conclusion: reliability assurance testing confirmed a fault code when performing manual shocks. The fault code was isolated to a electrically overstressed transistor in the defibrillation output circuit. With a replacement output circuit, the device operated normally. The device was also found to exhibit premature battery depletion. Root cause for the fault code and premature battery depletion is inconclusive.

Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced a fault code 36. Fault code 36 indicates a possible defibrillator output problem. The ICD battery status is at elective replacement indicator (eri). Cpi technical services suggested immediate replacement.